Event description:
It was reported that during a routine follow up visit, the lead was found to have high thresholds. The lead was repositioned, but the thresholds remained high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. The proximal conductor was distorted, and the lead exhibited apparent explant damage. The outer insulation exhibited a cosmetic depression and cosmetic environmental stress cracking.